Event description:
A chest x-ray showed a potential area of driveline damage. A pump exchange will be planned.

Manufacturer narrative:
Manufacturer's investigation conclusion: low speed and pump stop events were confirmed in the review of the submitted log file, which appear consistent with potential driveline wire compromise; however, a specific cause for the abnormal pump operation could not be determined through this evaluation. It was reported that the patient called the ventricular assist device (vad) coordinator due to hazard alarms on 04sep2021. The vad coordinator switched to the patient¿s backup hm ii controller and put the patient on 14 li-v batteries due to issues of driveline damage. X-rays were performed and logfiles were downloaded for review. The submitted chest x-ray images captured internal and external portions of the patient¿s driveline. An area with potential metal shield breakdown was noted near the pump housing. The submitted log file captured low speed events on (B)(6) 2021 which resulted in pump stops while the patient was connected to battery power. A total of (B)(4) motor stopped alarms were captured during the pump stop events and the abnormal pump operation was associated with low speed and low flow hazard alarms. Based on previous complaint history, the abnormal pump operation appeared consistent with potential driveline wire compromise. Of note, during the pump stop events on (B)(6) 2021, the voltage levels for the black and white cables indicated that the charge of the batteries drained exceptionally quickly to result in low battery hazard and no external power alarms. The charge of the external batteries recovered following these events. A phase-to-phase electrical short produced by driveline wire damage has the potential to cause accelerated draining of the external 14v batteries to result in the observed no external power alarms recorded in the submitted log file. At the end of the log file, the driveline is disconnected from the system controller, consistent with the report that the patient was exchanged to their backup controller. Additional information revealed that a visual check of the patient¿s driveline revealed that it had been repaired by tape multiple times. The patient was connected to the power module with a normal cable. Manipulation was performed and no pump stop events were replicated. They were connected to a phase interrupter and no pump stops were induced through manipulation. There was no presence of fluid inside the driveline and all phases were working properly. No driveline repair was required, a non-grounded cable was delivered, and a future pump exchange was planned. The date for the exchange is not yet determined. The patient remains ongoing on the heartmate (hm) 2 left ventricular assist system (lvas), (B)(6). No product is available for investigation at this time. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Furthermore, these documents address all hazard and advisory alarm, as well as how to respond to each alarm condition. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 16mar2007. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient called their vad coordinator to report a message to contact the hospital, and low flow hazard alarms on the evening of (B)(6) 2021. The patient was switched to their backup heartmate ii system controller on (B)(6) 2021. The power source used was the 14 volt lithium ion batteries. The log files were submitted for review due to suspected driveline damage. A visual check was performed on the driveline, which revealed rescue tape had been used to repair the driveline. The patient was connected to the power module with a normal cable. The driveline was manipulated with no pump stop. The patient was connected to a phase interrupter device, which revealed all phases were okay with no pump stop. No presence of fluid inside the driveline was found. The non-grounded cable will be delivered. The patient will be monitored.